Event description:
Customer's wife reported a hospitalization event for her husband. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 1000 mg/dl. The wife reported that her husband was in a coma for two weeks following the hospitalization. She also reported that her husband was dehydrated and delirious following his high blood glucose. She also stated he had urinary tract infection. The husband was treated with valium at the hospital. She also stated that her husband became agitated while in the emergency room, causing the healthcare professional to treat him as if he was drunk. Troubleshooting found the customer received a displayable history check failed on startup alarm and an excess no delivery alarm. The customer was advised to to repgrogam their temp basal if necessary. The customer also stated that the alarms did not occur during normal use. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.